Event description:
It was reported that balloon catheter was stuck on guidewire. A 2.75 mm x 15.00 mm agent dcb balloon was selected for use. During the procedure, the balloon catheter was stuck with non-bsc guidewire. The catheter and guidewire were removed as a single unit. The procedure was completed with another of the same device and no patient injury was reported.